Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3114 with lot cklbmt, conformed to the specifications when released to stock on the 29th september 2009. Review of the history device records for the programmer was not possible as the lot number was unknown. No root cause could be determined, as the valve functions. No root cause could be determined for the programmer as this was not returned. If the programmer is returned in the future this complaint will be reopened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The clinician contacted jnj rep on friday (B)(6) 2017 with a request to help adjust a codman hakim valve in a patient. The clinician had tried himself, however was having trouble getting a correct reading. Jnj rep brought in a spare programmer and assisted him with advice on correct positioning of the patient and the programmer, quiet atmosphere, etc. After many failed attempts, the programmer eventually overheated and we gave up. I advised for the clinician to take a follow up xray to see whether the programmer had actually changed the setting on the valve without detecting it, as that can often be the case. The clinician contacted jnj rep (B)(6) 2017 to advise that the follow up xray showed that the valve had not moved from its original setting, and that the patient had had it surgically removed. Patient had device originally implanted when he was (B)(6). (B)(6). Photo and xray available. Ae to patient revision surgery was required. No reported delay to procedure. Ztemp: codman hakim valve.